Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by united kingdom national joint registry (uknjr), this (B)(6) y/o, (bmi=(B)(6)) male patient underwent primary total prosthetic replacement using cement of the l knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak hi-flex cemt fem comp asymmetric size 4 left (catalog 244-02-04, serial (B)(4)), optetrak rbk cemt finned tibial tray 4f/5t (catalog 260-04-45, serial (B)(4)), optetrak posterior stabilised rbk tib insert size 4 9mm (catalog 264=24-09, serial (B)(4)), and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4)). On (B)(6) 2015, approximately 73 months post implantation, the patient underwent revision due to infection. The exactech were removed and replaced.

Manufacturer narrative:
(H3) the evaluation noted that the revision reported as reported by united kingdom national joint registry (uknjr), this 59 y/o, (bmi=0), male patient underwent primary total prosthetic replacement using cement of the l knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak hi-flex cemt fem comp asymmetric size 4 left (catalog 244-02-04, serial (B)(6)), optetrak rbk cemt finned tibial tray 4f/5t (catalog 260-04-45, serial (B)(6)), optetrak posterior stabilised rbk tib insert size 4 9mm (catalog 264=24-09, serial (B)(6)), and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(6)). Based on review of all available information, there is no evidence to suggest that the reported event is related to any device design or manufacturing issues. The event reported was likely the result of patient conditions. There has been no patient medical history/information provided; therefore, the patient risk/clinical factors cannot be assessed.

Event description:
As reported by united kingdom national joint registry (uknjr), this 59 y/o, (bmi=0), male patient underwent primary total prosthetic replacement using cement of the l knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak hi-flex cemt fem comp asymmetric size 4 left (catalog 244-02-04, serial (B)(6)), optetrak rbk cemt finned tibial tray 4f/5t (catalog 260-04-45, serial (B)(6)), optetrak posterior stabilised rbk tib insert size 4 9mm (catalog 264=24-09, serial (B)(6)), and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(6)). On (B)(6) 2015, approximately 73 months post implantation, the patient underwent revision due to infection. The exactech were removed and replaced.